Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is reported that the issue is with a 3rd party system's device, but the cause could not be identified because no further information is available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device will not be returned due to the customer stating the issue was with a 3rd party system's device. The customer was trying to connect a medtronic device to the video system center to get an image. They had it connected to the serial digital interface input. Technical assistance center tried to display it on picture in picture but it did not recognize the signal. Unable to recognize the signal from medtronic device. Bad serial digital interface cable or it did not recognize the machine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was not displaying an image. The issue was found during a demonstration. There were no reports of patient harm.